Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump using provided reset information. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if any issues reappeared.